Event description:
Related manufacturer report numbers: 2017865-2015-03950, 2938836-2017-29704, and 2938836-2017-29705. During a follow-up there was noise on the right atrial (ra) and right ventricular (rv) leads and the device had episodes of oversensing on the rv channel with automatic mode switching (ams). During the replacement procedure, insulation damage was noted on the ra lead. The device and the ra and rv leads were explanted with no replacement. The patient was stable.

Manufacturer narrative:
As received, a complete lead was returned for evaluation in two pieces. Visual inspection of the lead revealed external insulation abrasion exposing the outer coil caused by friction to the device can and outer insulation degradation due to wrinkling from a tight bend radius on the lead within the device pocket. These are likely the cause of the complaints that were reported from the field. X-ray examination revealed the lead to be normal. Electrical testing did not reveal any indication of conductor fractures. Other damages were consistent with those occurring at the time of explant.